Event description:
The case involved repair of the 4th and 5th metatarsal extensor with orthadapt augmentation. The surgeon stated that he reruptured the 5th metatarsal extensor tendon during an examination approximately 5 weeks post implant (suture pulled out). The graft was removed six weeks following repair.

Manufacturer narrative:
Reported incident involves off-label use, i.e., repair of the 4th and 5th metatarsal extensor tendon with orthadapt used to bridge a gap. Orthadapt bioimplants are not indicated for this use. Based on case information provided by the surgeon, the reported incident (re-rupture) was not caused by the graft, but involved off-label use and subsequent physical manipulation by the physician. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Is the reporting company for the event.